Event description:
It was reported that the customer received a button error while driving when the alarm occurred. Customer's blood glucose was 141 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with a button error alarm due to moisture damage keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.